Event description:
The customer reported the ventilator reset while on a patient. The ventilator was swapped with no patient issues. Customer found code 1101, ventilator restarted due to anomalies detected during operation, preceded by a 3007. The remote service engineer educated the customer per the manual: if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The ventilator to be returned to service.